Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a perforation occurred, resulting in a tamponade. A pericardiocentesis was performed. It was difficult to identify which lead, the right atrial (ra) lead or the right ventricle (rv) lead, contributed to the perforation of the heart muscle. Therefore, both leads were revised and re-positioned to a medial and septal position successfully. The leads remain in use. No further patient complications were reported as a result of this event.